Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report the insulin pump doesn't seem to be delivering insulin and is causing his blood glucose to go high. Blood glucose reading at the time was 400 mg/dl. Troubleshooting was performed. Tubing clamp will be sent to complete troubleshooting. The customer mentioned that blood was coming out of the insertion site the last time he removed the infusion set. Advised the customer that he might have hit a capillary and that it could have prevented insulin from being absorbed into the body properly. Nothing further reported.